Manufacturer narrative:
Upon further evaluation of the device, service found the adhesive was peeling around the bending tube and the connection between the bending section and distal end was detached. In addition, the sheet holder unit had corrosion due to fluid ingress. A leak was observed due to a pinhole in the rubber covering. The image guide bundle was damaged and had a stain. The acoustic lens was damaged, and the objective lens was missing. The adhesive on the bending rubber was discolored. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the image from the subject device was cloudy. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing, service found the objective lens was missing. This report is being submitted for the malfunction found by service during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress, or device mishandling. The event can be prevented by following the instructions for use (IFU) which state: ¿do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ ¿do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks.¿ ¿the cover of the irrigation port part cannot be removed. Equipment damage can result.¿ ¿do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result.¿ ¿do not attempt to bend the endoscope's insertion tube with excessive force. Otherwise, the insertion tube may be damaged.¿ olympus will continue to monitor field performance for this device.